Manufacturer narrative:
Correction - this event is considered to be not reportable. Upon further investigation, it was determined that this complaint is not reportable. A review of risk documentation does not indicate that this event (unable to connect accessory devices to luer of catheter) is likely to cause serious injury if it were to reoccur. As there are no recorded incidences of serious injury due to the complaint event, and it is not likely that serious injury would result if the event were to recur, per 21 cfr part 803.50 the complaint event is considered not reportable. No follow up reports will be submitted for this event.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Additional information: b5. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported in additional information received on 12jul2021 that a new like device was opened to complete the procedure successfully.

Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the stylet of a wayne pneumothorax set experienced separation from the stopcock. No patient contact was made. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.